Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2014-00146. The patient (B)(6) was implanted with two percutaneous leads (different models) for peripheral nerve stimulation in the lumbar region (off-label). Although the leads were in the correct location and stimulation was being delivered to the needed area, it was reported the patient's therapy system was explanted due to lack of efficacy. Despite undergoing a successful trial, the patient reportedly never received effective therapy relief following the implantation of the permanent system. The explanted leads were discarded by the medical facility.